Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
The physician inserted a guidewire into an unspecified coronary vessel when a perforation occurred. The physician implanted a jostent graftmaster stent graft over the perforation, but the perforation did not seal. A second graftmaster was implanted and the perforation was sealed. The current condition of the pt is unknown.